Manufacturer narrative:
(B)(4). Results: endoleak, deployment difficulty. Conically shaped aortic neck. Conclusion: conically shaped aortic neck.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 52 mm diameter abdominal aortic aneurysm and a 45 mm diameter right iliac artery aneurysm approximately three weeks ago. The aortic neck was 29 mm in diameter below the renal arteries and 32 mm distally with a length of 26 mm. It was reported that the bifurcated stent graft was deployed just below the renal artery and it took some time to release one of the suprarenal stent struts during the deployment due to the aortic neck anatomy. The stent graft seemed to have moved distally from the intended location which caused it to be inaccurately delivered and resulted in a proximal type I endoleak. An endurant aortic cuff was implanted and touch-up with the reliant balloon was done three times; however, the endoleak did not resolve. The physician believes that the type ia endoleak will resolve and decided to monitor the patient. No clinical sequelae were reported and the patient is fine.